Manufacturer narrative:
Following our receipt of the three partial returned used sensors, missing 3 insertion needle hubs, took one sensor at random and performed a visual inspection and checked for physical damage and none was found (no bent sensor flex noted). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications with accurate readings. See attached file for results. In summary, sensor passed per specifications submerge sensor under different levels of glucose and sensor passed with accurate readings. Unable to confirm customer complaint physical damage to sensor flex, and of the sensor glucose vs. Blood glucose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bent sensor and sensor glucose vs. Blood glucose. The customer reported a blood glucose value of 398 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-7040a. Troubleshooting was performed and the customer is reporting a discrepancy between sensor glucose and blood glucose with the values of blood glucose 398 mg/dl and the sensor glucose value was 250 mg/dl. No further patient complications were reported. Mmt-7040a was requested and the customer response was the device will be returned.